Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The root cause cannot be determined conclusively, as the site elected to clean two handpieces which have previously experienced a system message ¿loose tip¿ tuning failure, and no further issues were displayed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the surgeon could not feel the ultrasound. The phaco handpiece was switched out to complete the case. There was no patient harm.